Event description:
No telemetry and no output were reported. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This device is part of the field advisory for this model. Evaluation summary: analysis of the device revealed the no output and no telemetry conditions were the result of normal battery depletion.